Event description:
It was reported, that: revision left uka to tka due to pain and instability. Primary surgery approximately 7 years ago per dr leroux revising surgeon. Primary surgeon dr hyde-page. Patient involvement.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Complaint summary: adequate photographs have not been provided and product has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a review of the x-rays. A historical search could not be performed as the item and lot number have not been provided. The part and lot numbers of the revised components are unknown at the time of writing this assessment, therefore the relevant manufacturing history records (mhrs) could not be checked and verified in this instance. Review of complaint history could not be carried out as the item. And lot. Number are unconfirmed. These devices are used for treatment. Not enough information has been provided to determine if all implants are compatible. It has not been confirmed that the implants are not within the scope or subject of any field actions or recalls as the item/lot numbers are unconfirmed. The likely condition of the devices when they left zimmer biomet could not be determined as the item and lot number has not been provided. The root cause of the reported event cannot be determined with the information provided it was reported in the zimmer biomet product experience report (per) and in the complaint description that no surgical and patient information was made available for cmp-0731401 due to patient confidentiality. However, it was reported that there were no contributing conditions related to the event. The fit and position of components in the provided ml radiograph appear to be in agreement with the recommendations of the oxford partial knee surgical technique. Large debris is visible in the posterior joint space, which could be fragments of bone or bone cement. Immediate post-primary radiographs are required to assess whether the observed debris was already present shortly after surgery, or if it was generated at a later time-point. Based on the available information, it appears that sub-optimal cementing technique and/or the presence of third body debris may have contributed to the reported patient¿s pain and instability. Other contributing factors cannot be discussed without examination of the revised components, and without provision of additional radiographic, patient and surgical information. Corrective or preventative action not required. The root cause of the reported event cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00392-1 3002806535-2021-00394-1 the investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated. Not permitted by country regulations.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00392, 3002806535-2021-00394. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not permitted by country regulations.

Event description:
It was reported, that: revision left uka to tka due to pain and instability. Primary surgery approximately 7 years ago per dr (B)(6) revising surgeon. Primary surgeon dr (B)(6). Patient involvement.